Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 30 mg/dl at time of the incident. The customer fell to the floor and could not answer the phone, so the husband called the paramedics. The customer experienced symptoms such as inability to stand. The customer was not wearing the insulin pump during the incident, within 48 hours. Troubleshooting was not completed as the customer changed their basal rate. Customer reports that they had a vision issue. The insulin pump will not be returned for analysis.